Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing intermittent issues charging the pump. Customer reported blood glucose level was 219 (mg/dl) at the time of the call. Reportedly the customer will continue to use the pump for insulin therapy.